Manufacturer narrative:
Reliability analysis was unable to confirm the adhesive anomaly on the opened/used sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor pulled out of her infusion set and she believes that event has caused a high blood glucose level. The patient's blood glucose at the time of incident was 547 mg/dl. The patient did not report any symptoms of high blood glucose but stated that she treated with her insulin pen. Troubleshooting was initiated for the sensor issue since the sensor keeps coming out while the customer is showering. The customer stated that the tape is the issue and the customer was advised on how to properly prepare her taping site. The customer was advised to monitor the problem and call back if issues persist. The sensor will be returned for analysis and two replacement sensors and an infusion set was shipped to the customer.